Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. The test strip lot manufacturer's expiration date is 10/30/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(6).